Event description:
Patient received inappropriate shocks due to noise. It was noted that the patient plays curling and was sweeping quite vigorously. The lead was capped.

Manufacturer narrative:
No medwatch form was received.